Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support with no further issue reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 16 months of support, the pt was admitted to the hosp for further eval due to elevated pump power, decreased pi, hematuria, dark urine and increased total bilirubin (t billi), creatinine and lactate dehydrogenase (ldh) levels. Heparin was administered and the pt appeared stable. Add'l info provided to the MFR indicated that the hosp made a decision to urgently exchange the lvad with another lvad as the pt had started having new stroke symptoms. Upon device explant, the surgeon reportedly observed a large thrombus protruding from the inflow side of the pump.